Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the proper tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. The customer was advised to continue using the current pump with manual daily injections as a backup, while a replacement pump with updated software was sent by technical support. The caller was instructed on the return process for the malfunctioning pump and understood the necessary steps.